Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon service investigation, the flash memory test was unable to be loaded. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.